Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced chest pain. (B)(6) 2010 - the patient was diagnosed with unstable angina. The 80% stenosed, de novo target lesion was located in distal left anterior descending artery (lad) and was 1.4 mm long with a reference vessel diameter of 3.40 mm. Which was treated with direct stent placement using a 3.00 x 16 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2013 - the patient presented with chest pain, admitted to the hospital and treated with medication.

Event description:
It was originally reported that direct stenting occurred during (B)(6) 2010 procedure but has been since corrected to pre-dilatation with an unknown balloon catheter. It was also further reported that in (B)(6) 2013, the patient was diagnosed with intermediate coronary syndrome which was treated medically. Four days later, the event was considered resolved without residual effects and the patient was discharged the same day.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).